Event description:
Material#: unknown, batch#: unknown. It was reported that the bd syringe barrel/flange was damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. I have couple of my customers complaining about the syringe been bent on that area, have you guys heard anything from anybody else about getting the syringe that way, could you provide any feed back of how you think that might has happened. We try to put some force to bent the syringe but we were not able to, we crack the syringe but did not bent. Please advise.

Manufacturer narrative:
G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information received.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported the syringe was bent. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe barrel that is bent inwards at the 10ml graduation mark. No other defects or imperfections were observed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.